Event description:
It was reported that the patient was having loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and was getting good coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095264. Product family: scs-lead fixation, upn: m36543180, model: sc-4318, batch: 27930926.